Event description:
It was reported that a cartridge change error occurred. Customer's blood glucose was 100 mg/dl. The distributor received the pump for investigation and was unable to duplicate the error.